Event description:
It was reported that (3) devices were used during a cholecystectomy. It was reported by the affiliate that the al326 instrument clips would not deliver. Another instrument was used to complete the case. There was no consequence to the pt.